Manufacturer narrative:
The biomedical engineer troubleshot this reported fault with ge healthcare service representative. The flow sensor was recommended for replacement. No report of patient involvement.

Event description:
The hospital reported the unit alarmed and lost the ability to mechanically ventilate. There was no report of patient involvement.